Event description:
On (B)(6) 2012, at approx 10:25 am, while at work as rn special assignment within the hosp, (B)(6) female developed severe sob and presented to ed. Pt was later transported to the cardiac catheterization lab in cardiogenic shock. The pt was found to have elevated troponin level, an ef of 10% and coronary spasm. She was intubated in the cath lab before any respiratory arrest occurred. Due to the severity of the pt's condition, the impella heart pump device by biomed was selected for use. Between the hours of 19:00 and 21:15 the machine was alarming "purge pressure". After attempting to follow the troubleshooting recommendations of the machine, the alarm continued. When the alarming continued, the nurse attempted to purge the system again by inserting a blunt tip catheter in the blue bladder of the device. Immediately, the nurse noticed fluid leaking from the bladder. At approx 21:35, the machine began failing (i.e., unable to maintain pressure at a proper level). The warning label was affixed to the underside of the diaphragm which contains the blue bladder rather than the warning label covering the blue bladder. While at approx 21:35, the machine began failing, the pt remained hemodynamically stable throughout.